Event description:
The complainant reported a 19-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the associated automated impella controller (aic) had a red alarm after 52 days of support. The medical staff swapped the aic for a new one to resolve the issue. No patient harm has been reported, and the patient was eventually weaned off impella support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g.1. MDR reporting contact email. D.2. Device name has been updated. H.3. Has been updated tp device eval completed. H.6. Type of investigation code 10 added.